Event description:
The field service engineer reported the surface of the cleaning basin was very dirty with what appeared to be mold growing. This event occurred during service and maintenance involving an olympus endoscope reprocessor. There was no reported patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.